Event description:
It was reported that during a gastric bypass procedure, the surgeon used two blue reloads while resecting the bowel. The two staple lines had malformed staples and no staples in some areas and he said that the tissue did not appear to have a clean edge. The surgeon ended up over sewing the two staple lines. There were no patient consequences. Case completed with a new device and new reloads with a different lot number.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth, damaged spring cartridge lockout tab. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The analysis found that the device was received in good visual condition and with two reloads fully fired present. In addition, a reload inside it's original package was received. The device was tested for functionality in the straight position with the returned sterile reload and it fired, and formed all the staples as intended. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.